Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found the body appeared twisted and the helix was retracted. A small puncture in the insulation of the lead was noted, however was a surface puncture. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported high out of range measurements. Visual inspection confirmed the hole noted in the insulation.

Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The rv lead was re-positioned twice and still exhibited an out of range impedance measurement. A small puncture in the insulation of the lead was noted. Additional information indicated that the cause was not determined. The rv lead was explanted and the device remains in service. No additional adverse patient effects were reported.